Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. The implantable cardioverter defibrillator exhibited backup vvi operation. After device download, normal function resumed. It was also noted that a previous remote transmission revealed the device was post paced t-wave oversensing on the ventricular lead. The patient did not receive therapy during the oversensing. The oversensing was noted on stored electrograms. The device was reprogrammed.